Event description:
It was reported that the patient with this implantable pacemaker has been symptomatic and experienced loss of consciousness. The clinician wanted information from device report, but was unable to transmit. Additional information was requested to no avail. No adverse patient effects were reported. The device remains in service.